Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous reported problem for this pump. Device evaluation: the reported condition of a "squeeze pulley won't go back" involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was a damaged pusher block. The pusher block assembly was replaced to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "squeeze fully won't go back; stuck underneath where syringe should be." This condition occurred during programming/setup in the "surgery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.